Event description:
Received a letter from an attorney alleging that a customer was in his powerchair when his feet came off the footplate resulting in a fractured leg.

Manufacturer narrative:
Actual device involved in incident is currently in the possession of an attorney. Evaluation anticipated, but not yet begun. Cannot draw any conclusions at this time. A follow-up report will be submitted upon completion of our investigation.